Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: the self-stop didn't work and the blood started flowing upon insertion

Manufacturer narrative:
Investigation results: the complaint of complications during the insertion process could not be confirmed from the representative 22ga insyte autoguard bc units that were received in sealed packaging from lot: 3276442. A functional test to simulate catheter drag showed that the measured forces were within specification. No leaks were identified, and no needles were noted to be prematurely retracted. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.